Manufacturer narrative:
Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: an avenir, rasp with trunnion connection, 7 has been received. The surgeon states that during the stem preparation, a proper seat in the femoral medullary cavity was achieved with the last sample rasp size 7. A first surgery reposition showed a satisfactory result and after removing the rasp, the avenir prosthesis size 7 was introduced into the medullary cavity, but this proved to lie about 5 mm higher (more proximal), so that the joint was having too much strain. The avenir stem had to be removed and a smaller size (size 6) has been introduced, which then came to lie in the correct position. The hip showed a correct leg length and strain. Additionally, the corresponding avenir müller, stem, standard, uncemented, ha, 7 and a biolox delta head 36/ -3.5 has been returned. A surgery delay of 20 minutes has been reported. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis - visual examination: for the rasp: the rasp is in good shape. Beside some normal signs of usage, no significant deteriorations or imperfections can be detected. The inscription of the size on the rasp is still well legible. For the stem: the returned stem, size 7, shows clear signs of usage. The hac coating has discolorations and it shows a few flake offs. Further the stem's taper and neck show scratches and imperfections. Those were most likely caused when the stem was removed/ extracted from the bone to be replaced. The inscription of the size on the stem is still well legible. For the head: the biolox delta head shows signs of metal contact on the inside of the cone and on the outer surface. This indicates the head has been placed on and removed from stem taper. Measurements: for the rasp: to ensure the rasp has the correct dimensions, the relevant characteristics according to the inspection plan were measured. The measured values are within the tolerances for size 7. For the stem: to ensure the stem has the correct dimensions, the relevant characteristics according to the inspection plan were measured. The measured values are within the tolerances for size 7. Further the DHR indicates that all components met all specifications. Review of product documentation - compatibility: all returned components are compatible. The size of both the rasp and the stem does match. The correct preparation of the femoral canal is specified in surgical technique root cause analysis: damaged instruments, implants, body or wrong operational step due to surgeon or o.r. Staff unfamiliar with instrument usage and handling. Not possible, as the detailed reported event indicates the surgeon was familiar with the rasps usage and handling. Damaged instruments, implants, body or wrong operational step due to surgeon or o.r. Staff unfamiliar with instrument usage and handling. Not possible, as the detailed reported event indicates the surgeon was familiar with the rasps usage and handling. Mislabelled device is used due to inappropriate information on label and/or instruments or other collaterals. Not possible, as the returned rasp and stem are labeled correctly with size 7. Illegible labeling, misinterpretation of size due to excessive deterioration of labeling during long term use, e.g. Size. Possible, even if the visual examination has shown that the size 7 is still well legible on both the returned stem and the rasp, a misinterpretation of size could have happened. E.g. A rasp size 6 might have accidentally been applied with the returned stem size 7. Conclusion summary: based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Both the rasp and the stem are within specifications and no difference in size can be detected therefore, it remains unclear, why the reported event happened. Further the reported event indicates the surgical technique was followed correctly. Possibly the proud seated stem occured due to very hard bone conditions or due to a misinterpretation of the rasp sizes during surgery. Fortunately, the surgeon was able to complete the surgery successfully by applying a stem size 6 (one size smaller than originally planned). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
X-rays, surgical reports were received and will be reviewed as part of ongoing investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4). The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e cls brevius kinectiv rasps) are marketed in USA, and therefore this report was filed.

Event description:
It was reported, that during a surgery on patients left hip side on (B)(6) 2016 the avenir rasp size 7 did not align with the stem size 7. Stem size 6 was used instead.